Event description:
Customer feedback that was received by pmi inc. Customer service: customer service was contacted by a pmi clinical specialist on (B)(6) 2015. Patient pinned in supine position on stretcher with pmi clinical specialist assisting. Skull pins placed to right and left lateral aspect of patient's head with rocker arm angled up slightly from parallel to skull base. Skull clamp locked after 80lbs of pressure achieved. Patient flipped into prone position. After several repositionings, the swivel adaptor was secured to skull clamp. Several more attempts at positioning occurred and when trying to achieve adequate flexon, blood was noticed dripping from patient's head on two pin holder side w/ 0 lb. Pressure indicated. 4 cm laceration noted to previously described location. Procedure: decompression of chiari malformation. Adult, female, (B)(6) lbs.

Manufacturer narrative:
No device failure found. Root cause is suspected to be user failure.